Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. What were current symptoms following the index surgical procedure? What was the onset date? 10. Were cultures or sensitivities performed? If yes, what were the results? 11. What is physician¿s opinion as to the cause of this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative adverse event? 13. What is the patient¿s current status? 14. Were both product used in the same surgical site or different surgical sites? 15. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robot assisted lumbar posterior approach resection, bone grafting, fusion and internal fixation procedure on (B)(6) 2026 and absorbable hemostat was used. After admission, the patient completed relevant examinations and tests, indicating high infection indicators. After consultation with a specialist, active anti infection treatment was carried out. After significant improvement in the relevant infection indicators, surgery was scheduled. Fluid gelatin and hemostatic gauze were used during the operation, and the surgery went smoothly. The postoperative recovery was good, the wound healing was good, and the reported symptoms improved compared to before surgery. The patient had and gradually performed functional exercise under the protection of support. Postoperative imaging examination showed good internal fixation in place. 5 days after surgery, the patient experienced intermittent fever without obvious cause, with a body temperature of 39.9. Symptomatic treatment was given for fever reduction, anti-inflammatory, fluid replacement, and liver protection, and relevant examinations and tests were actively improved to clarify the cause of the fever. On the ninth day after surgery, the patient developed high fever and a large rash all over the body. Relevant departments were urgently consulted and treatment was given as instructed. The symptoms continued to persist and the patient and their family were fully informed of the condition. The patient was then transferred to the intensive care unit for further treatment. On the 10th day after surgery, the bacterial culture showed staphylococcus epidermidis. On the 11th day after surgery, poor wound healing was observed during dressing change, indicating wound infection. Surgery was performed again, on (B)(6) 2026. Which was a posterior lumbar debridement, irrigation and drainage surgery and continued with anti infection, liver protection, fluid replacement, and other treatments to alleviate symptoms. Regular dressing changes were continued, and bacterial culture and inflammatory index testing were performed. Based on the corresponding results, clinical pharmacy consultation was sought to guide anti infection treatment. Intraoperative and postoperative use of piperacillin tazobactam for anti infective treatment. Additional information was requested.